Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device at l5-s1 on (B)(6) 2024. At a follow up appointment it was suspected that the implant was subsided. Additional imaging was requested to better visualize the device. A CT scan was completed it was confirmed that there was a fractured l5 endplate and some subsidence of the implant there. The patient is currently asymptomatic and happy with the implant. The surgeon will follow the patient with additional radiographs every 3-6 months. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The devices remains implanted within the patient, therefore no device evaluation could be completed. Imaging that showed the subsidence was not provided. The subsidence and endplate fracture were confirmed but a reason for the occurrence is unknown. The submission is 2 of 3 devices involved in this event.

Event description:
A patient was implanted with a prodisc l device at l5-s1 on (B)(6) 2024. At a follow up appointment it was suspected that the implant was subsided. Additional imaging was requested to better visualize the device. A CT scan was completed it was confirmed that there was a fractured l5 endplate and some subsidence of the implant there. The patient is currently asymptomatic and happy with the implant. The surgeon will follow the patient with additional radiographs every 3-6 months.